Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colon resection. According to the reporter: when the side by side anastomosis was being created with the device, the staple line ws leaking feces. They had to remove the original anastomosis and create a new one. Tissue loss occurred. No bleeding was reported. Operative time was not delayed.